Manufacturer narrative:
Add'l info was requested and if received will be provided on a supplemental report.

Event description:
It was reported that while inserting the screw into a locking plate, the screw head broke off.